Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that there was no image for the device. There is a possibly a charge couple device (ccd) unit failure. The device passed dunk test. Wear and tear was observed on the device. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during preparation for use the device was unable to display video. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: since the ccd was faulty, there might have been an event in which an image did not come out, but it was not possible to determine the factors that caused the ccd to fail. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.